Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
It was reported that after 7 hours of intra-aortic balloon (iab) therapy, there was an alarm for fiber optic sensor failure. The customer switched to the transducer and that worked well. The iab was used for another 37 hours and then discontinued as normally planned. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A three way valve, extender and two pressures tubing were returned. Sheath was returned approximately 21.5cm from the iab tip . Three kinks were observed on the catheter tubing approximately 38.8cm, 65.7cm and 75.9 cm from the iab tip, respectively. The optical fiber break was found approximately 75.9cm from the iab tip. The optical fiber was found to be broken within a catheter tubing kink. This can occur when the inner lumen is flexed back and forth. The evaluation confirms the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic cable was not working. The customer switched to the transducer and that worked well. The iab was discontinued as normally planned. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).